Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and dissection are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that after the 3.0x48 mm xience xpedition stent was implanted in the proximal left anterior descending coronary artery, the patient had chest pain. Medication was given for the pain, but a small dissection was noted at the end of the stent. An additional stent was implanted in the mid lad and the condition resolved. There was no adverse sequela. No additional information was provided.